Event description:
Caller aleged discrepant results compared with the lab. Results as follows: date: (B) (6)2010; inratio: >7.5; lab: = 2.0. The customer reported five pts with inratio results >7.5 and lab results being around 2.0. No pt info given.

Manufacturer narrative:
Investigation pending.